Event description:
It was reported that during testing conducted at the MFR facility the device was running without user activation when the cable was flexed. No pt involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
During the evaluation, damaged contact pins were found in the motor assembly, which can contribute to devices operating without user activation.